Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). No eval explanation: device was not returned to manufacturer.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. A lead integrity alert was triggered due to the oversensing/noise and non-sustained ventricular tachycardia. Since the time of the therapy the system has functioned "ok" with no known issues. It was noted that the patient is not compliant so it is unknown what the patient was doing on the date of the shock. The lead and device remained in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.